Event description:
The implant card was received which confirmed that the generator was replaced on (B)(6) 2013 due to battery depletion. The lead impedance was marked ok.

Manufacturer narrative:
.

Event description:
It was reported that the physician was not able to interrogate the patient's generator at the patient's previous visit the week prior. It was reported that the patient's generator was unable to be interrogated with two different programming systems and that the generator has migrated and is not palpable. It was reported that the physician is not sure if the device was not able to be interrogated due to the migration or due to the generator being at end of service. X-rays were taken and reviewed by physician who noted that the device has migrated 'inferiorly to a distance of approximately 9.6 cm from the clavicle. Vns interrogation and programming is not reliable probably due to migration of device behind the left breast and beyond communication range.' It was noted that the patient will be referred to surgeon to reposition the device. Further follow-up revealed that the patient has extremely violent seizures and that the patient has broken many bones due to her epilepsy. It was reported that both programming systems were functional and there were no problems with them. It is unknown if the generator was sutured in place using a non absorbable suture because the implanting physician is no longer practicing. The patient has been referred to surgeon; however, surgery has not occurred to date.

Event description:
Further follow-up revealed that the patient underwent generator replacement on (B)(6) 2013. The generator was returned to manufacturer for analysis on (B)(4) 2013. The returned product form indicated that the generator was replaced due to eri = yes. The generator analysis was completed on (B)(4) 2013. Analysis of the generator duplicated the failure to program (not due to eos) in the pa laboratory at two orientations. This is addressed in the physicians manual by instructing the user to reposition the wand. Since product labeling addresses these situations and provides instructions to easily remedy the events (wand position) and (system operation), it is not considered a device malfunction. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
It was reported that the patient could no longer activate the magnet stimulation due to the device migration. Clinic notes dated (B)(6) 2013 note that no programming changes were made on the patient's previous visit, and vns interrogation was attempted the week prior and was unsuccessful. The patient management form noted that the device was not able to be communicated with on (B)(6) 2013.

Manufacturer narrative:
Device manufacturing records were reviewed. Analysis of programming history. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.